Event description:
Patient with cerebral palsy, mental retardation, history of necrotizing enterocolitis and malnutrition requiring tpn, total parental nutrition. Pt admitted with line infection. Line removed the next day and new cook tpn double lumen was inserted a few days later. Pt underwent nissen fundoplication a few days later. Remained on tpn for approximately another week and then it was discontinued. When rn, registered nurse, flushed broviac with 8 ml nss in a 10 ml syringe, broviac started leaking at double lumen bifurcation site. Broviac was removed. No need to insert new one since tpn had been discontinued.additional follow up: the catheters were not soaked prior to their use. The storage was not outside of the expected range or conditions in the central or area. The catheters have not been evaluated by the manufacturer. There have not been any other "reported" catheter problems of this nature in the past.